Manufacturer narrative:
This report is filed on may 04, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed pain at the implant site, however the issue could not be resolved; subsequently, the patient was treated with oral antibiotics, topical and injectable steroids (duration unknown).